Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7297714 UDI:(B)(4).

Event description:
It was reported that following a trial procedure the patient experienced numbness in the lower extremities. The patient a lead pull procedure and hematoma evacuation. The patient was doing well postoperatively. The explanted device components were discarded.